Manufacturer narrative:
The pt was gravely ill and in total liver failure. His death was not unexpected. There were no problems with the machine and no alarms occurred prior to the pt suffering the cardiac arrest. The machine was shut off because it was alarming and was a distraction during the resuscitation efforts. When the machine was turned back later it was in the priming mode, which would not allow the set to be unloaded. The customer called gambro for instructions on how to place the prisma machine into a mode where the filter set could be removed. The customer was not alleging that the machine malfunctioned and did not believe that the prisma machine caused or contributed to the cardiac event or the pt's death. Facility's registered nurse (rn), charge nurse also stated that they had no reservations about using this machine on the next pt who requires continuous renal replacement therapy (crrt, as the machine was working correctly. Gambro has found no evidence to suggest that its device caused or contributed to this event. Gambro does not regard the submittal of this report as an admission of liability.